Event description:
It was reported that the cytotoxic medication leaked past the bd plastipak¿ concentric luer lock syringe stopper during use. Lot# 1908256 was reported to have had 2 occurrences of this event, while lot#s 1905234, 1907223, and 1902225 were reported to have had an unspecified number of occurrences. The following information was provided by the initial reporter, translated from french to english: "cytotoxic leakage past stopper".

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lots 1908256, 1905234, 1907223,1902225, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each lot were used to conduct a leakage test. All product was visually inspected, no defects or damage was identified. The samples were disassembled, no damage was observed in the plunger rod, the stoppers was properly assembled to the plunger, and no leakages occurred. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908256, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-05, medical device lot #: 1905234, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-16, medical device lot #: 1907223, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-10, medical device lot #: 1902225, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cytotoxic medication leaked past the bd plastipak¿ concentric luer lock syringe stopper during use. Lot# 1908256 was reported to have had 2 occurrences of this event, while lot#s 1905234, 1907223, and 1902225 were reported to have had an unspecified number of occurrences. The following information was provided by the initial reporter, translated from french to english: "cytotoxic leakage past stopper".